Event description:
It was reported that the "equipment experiences interference when the head is moved during surgery." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "the equipment experiences interference when the head is moved during surgery" could be confirmed. The th100 was found with a cut in the cable and sharp bend or crack in the cable that leads to frayed or broken conductors or shields. More serious influence to the product functionality is the third-party repair. The manipulation of the cable nut as well as the unprofessional repair of the sensor board leads the camera head to not function correctly. The worn instrument clutch and scratched cover glass are typical signs of wear and tear and can be considered non-critical. The IFU (nxa595_en_v1.0_IFU_ce-MDR) is stating this "failure of products" clearly in section 3.5, page 6. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).